Event description:
Information received from a patient indicates the patient had a bacterial corneal ulcer. The patient visited an ophthalmologist in 2006 was diagnosed with a corneal ulcer in the right eye. The doctor's office faxed a copy of the patients medical record indicating the patient had complained of a foreign body sensation in the right eye, off and on for 2 weeks. The exam showed the patient had a "1 mm infiltrate temporal / stain". The patient's visual acuity in the right eye by pinhole was 20/25. The patient was treated with vigamox q15 minutes then q 2 hours and return to office in 24 hours. The records for subsequent visits were requested, but have not been received to date. The patient reported she had a "bacterial infection" in her eyes at the beginning. The patient's optometrist was called and the optometrist reported the patient was seen and was found to have bacterial conjunctivitis in both eyes. The patient was treated with tobrex drops and the optometrist said the patient's eyes were clear and white on the third day of treatment. The patient was instructed to continue the tobrex drops for a total of 7 days and discontinue lens wear during that time. The optometrist said this patient has a history of poor compliance regarding lens wear schedule and cleaning and disinfection. The treating ophthalmologist was called. The ophthalmologist reported that the ulcer was not cultured, but he believed the ulcer was bacterial in nature. The patient was treated successfully and the ulcer has resolved. A complete copy of the patient's record was requested, but has not been received. The product is not available for evaluation. The lot history review indicates as follows: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were with specification. All sterilization requirements were successfully completed. No additional information is available at this time.

Manufacturer narrative:
Device labeling single use or reuse.